Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that when the user wanted to open the s5 erc tubing clamp by pressing the open clamp key then both clamp keys on the cp5 display disappeared while message "arterial clamp defective" was displayed. The customer used afterwards the manual clamps to do the surgery. Erc was removed from the console and will be replaced by a loaner. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned back to the manufacturer site for repair. No deviations were found during the functional tests and the reported condition could not be reproduced. The clamp was opened, cleaned and contacts reseated. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The involved erc was manufactured in 2017 and according to the review of the complaints database no further events related to this unit have been reported. Since no malfunction/error was highlighted, a hardware failure can be ruled out. However, a temporary loose connection between the clamp components cannot be excluded and definitively solved by cleaning and reseating of contacts during service activity.